Manufacturer narrative:
Device identifiers were requested but not available. The device was presumably discarded by the user facility at the time of surgery and is not available for evaluation. Microstent explantation is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
The following information was obtained from the surgeon: the patient underwent uncomplicated cataract surgery with hydrus implantation on (B)(6) 2021. At approximately 2 months post-op, the iop was 28mmhg on 5 iop-lowering medications and the microstent appeared to be malpositioned posteriorly on gonioscopy. The device was explanted on (B)(6) 2022. Since explantation, the iops have been elevated on 3 visits with iop of 26mmhg (medicated) on (B)(6) 2022. The surgeon is planning selective laser trabeculoplasty.

Event description:
A patient received bilateral hydrus microstent implantation and achieved low-teen intraocular pressure (iop) in one eye, and mid-20 mmhg iop in the other eye. At 1-month follow-up, the surgeon noted the right eye implantation looked "perfect" but in the left eye, the distal window appeared to be posteriorly positioned with iops still elevated. The surgeon is considering repositioning and explantation.

Manufacturer narrative:
The hydrus microstent remains implanted in the patient and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Elevated intraocular pressure, microstent malposition, and unplanned secondary ocular surgical intervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).